Event description:
It was reported, the patient was experiencing ineffective therapy. A lead diagnosis was performed and revealed high impedances across both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with high impedances. Based on the information received, the cause of the high impedances could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein it was revealed the leads were fractured. As a result, the leads were explanted and replaced to address the issue.